Event description:
This is filed to report tissue injury and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation with grade 3, enlarged atrium, thin leaflet, and posterior leaflet tethering. A mitraclip xtw was implanted at a2/p2. The procedure was completed with one clip implanted. The mr was reduced to grade 1. On (B)(6) 2023, a perforation was observed on the anterior leaflet, causing mr to increase. On (B)(6) 2023, a mitral valve replacement (mvr) was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mitral regurgitation (mr) was a cascading effect of the reported tissue injury. The reported patient effect of tissue injury and recurrent mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.